Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the console generated a catheter restriction alarm. It was discovered that the iab had been torn upon insertion. There was no patient harm or adverse event reported.

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. However, two photographs were provided by the facility where blood can be seen inside the membrane, catheter tubing, extracorporeal tubing, and extender tubing. We are able to confirm the reported problems. However, without the device returned, we are unable to determine a root cause. Reference complaint #(B)(4).

Event description:
N/a.